Manufacturer narrative:
B5: upon follow up, it was reported that the patient was reintroduced to pd therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, the reported event was determined to be a sterile peritonitis event. Therefore, the baxter disposable is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.